Event description:
It was reported the patient requested removal of her sling due to incontinence and worsening symptoms. Urodynamics testing revealed that the sling had migrated proximally towards the bladder neck for a mid urethral position. No additional patient complications were reported in relation to this event. Related to MFR report # 2183959-2013-01206.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.